Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During the mapping, the patient's blood pressure dropped / was not good. A check was performed by the surgeon with an ultrasound; presence of pericardial effusion. No precise knowledge of when the effusion was caused. Drainage (800ml) was done by the surgeon and discontinuation of the procedure. Patient was in post-operative monitoring. The patient has recovered however required extended hospitalization for second ablation procedure. The physician's opinion on the cause of the adverse event is that he is unsure but he thinks it happened during the transseptal puncture. However, they were made aware of the "perforation" during mapping. The transseptal needle was abbott. No ablation was performed. The sheath used was an sl0.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31304137l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).